Manufacturer narrative:
Evaluation summary: quality assurance preliminary analysis of the returned device revealed that a strut on the distal end of the stent was flared, and that the stent had moved on the delivery system. Quality engineering concluded based on the limited info provided, that the resistance felt during this procedure may have been the result of tortous anatomy or lesion morphology. When the delivery system became stuck proximal to the lesion, the physician pulled the system back and then advanced it across the lesion. Either the intitial or secondary attempt to cross the lesion may have caused the damage to the distal section of the stent. Thi IFU clearly states if resistance is felt while accessing the lesion, the delivery system should be removed as a single unit with the guiding catheter and the guide wire. In addition, applying excessive force can potentially result in loss or damage to the stent delivery system components. In this case, the physician dottered the delivery system across the lesion which resulted in stent damage, as well as, displacement from its original position. A review of mfg records for this product lot revealed there were no non-conformities which related to the stent or the stent crimping process. A customer reponse letter will be sent to emphasize the appropriate removal procedure that should be followed when resistance is felt during lesion access. This MDR is considered closed.

Event description:
It was reported that after the dilatation of a tight lesion of the iva, the result was insufficient, and the physician decided to place a stent. While advancing the sds through the guiding catheter, it became stuck approximately 10mm proximal to the lesion. The physician pulled back slightly and then re-introduced it over the lesion. He then noticed that the stent had moved on the delivery system and he decided to remove the system. Upon removal it was noted that a dissection had occurred. A stent was placed in the lesion, and another stent placed to repair the dissection. The procedure was concluded successfully. The patient is reportedly in perfect condition.